Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the knife blade did not retract. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. The visual inspection found the knife was trapped and exposed to the side of the jaw. The jaws could not open or close due to the trapped knife. The device's cord plug was also cut off and not returned for investigation. The reported condition was confirmed. The knife is trapped and is exposed to the side of the jaw. The knife could not advance forward or retract. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. The damage to the knife blade likely occurred when a hard object is grasped on and the knife was advanced forward. The investigation identified the root cause of the reported event to be knife trap due to user error. The instructions for use(IFU) states, avoid grasping objects, such as staples, clips, or encapsulated sutures in the jaws of the instrument. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the knife blade did not retract. A new similar device was used to complete the procedure. There was no patient injury.